Event description:
It was reported that during a thyroidectomy, the handle was hard to depress when opening the jaws. Another device was used to complete the case. There was no adverse consequence to the pt.

Manufacturer narrative:
(B) (4). (B) (4). Eval summary - the analysis results found that the device was returned in good physical condition. The clamp function properly, opened and closed as intended. The device was tested with a generator and was functional.